Manufacturer narrative:
On december 3, 2020 additional information received indicated that the event happened on (B)(6) 2012., and the received information also indicated individual symptoms with dates of onset: thyroid disease 2013, joint pain 2014. Full body inflammation 2014. Decreased eye sight 2014. Increased joint pain 2018. Weight gain results 2019. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses, (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a primary breast augmentation with 425cc mentor memorygel on the right side, and 450cc on the left side silicone breast implants has experienced right sided implant rupture, and unexplained systemic symptoms postoperatively. The patient reported health issues started about 1-2 years after the implantation. The right prosthesis started hurting, then misshaped and then health worsens. The patient consulted with a surgeon, and it was discovered that the right prosthesis was ruptured. As a result, patient underwent bilateral removal on (B)(6) 2020. Patient reported after removal her health started improving. This report relates to the left prosthesis.